Event description:
The customer reported the unit is not sending images to pacs and is shutting down on its own. No patient injury.

Manufacturer narrative:
The service rep found ethernet port damaged. Ordered and replaced ethernet port. Could not duplicate unit shutting down. Did find ps connection to hard drive loose. Reseated plug and tested. System operates as intended.